Event description:
During service of device a potential no low pressure alarm condition was found due to transducer needing recalibration. Unit used as trade in by customer. Device physically destroyed by MFR.